Event description:
Related to MFR report # 2183959-2012-00659, 00660. On (B)(6) 2009, the pt was implanted with an ams elevate graft. It was reported that as a result the pt experienced serious bodily injuries, including but not limited to, pain, erosion of her internal tissues, dyspareunia, mesh contraction and other injuries. It was also reported that the pt experienced mental and physical pain and suffering, has undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.